Event description:
It was reported by the pt's father that an incident occurred about 6-8 weeks ago at school. The child fell and hit his head at the implanted side, which gave him pain for a number of days. As the child is not very communicative, it's hard to say when the incident exactly happened. After the incident intermittency was reported. The pt's father exchanged cables etc. And had the impression that this has helped. However, after some time it was seen that the exchange did not solve the intermittencies. About 2-3 weeks ago the pt's father brought the external device to the clinic, which showed that the device is working. Testing was carried out last week which confirmed that the device has malfunctioned. Re-implantation surgery is scheduled in late 2008.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.